Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Same patient event as MDR 8031020-2011-00038, 8031020-2011-00040.

Event description:
Doctor reports via our sales rep, that 3 locking screws loosened and required revision.